Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n217545, implanted: 2009-(B)(6), product type accessory, product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter, product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the pharmacy informed the physician that the drug they had sent for intrathecal use in the pump was not preservative free, but was mixed with dextrose. The patient came into the office on (B)(6) 2013 and the pump reservoir was rinsed and the pump was refilled with preservative free drug. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive ¿ no injury¿. The pump was delivering dilaudid.